Event description:
It was reported that patient had protrusion between sacrum and left pocket, where implantable neurostimulator (ins) was implanted. Pocket site bother patient. No fall or trauma had occurred. Protrusion was the lead pushing through patient's skin. Doctor scheduled a revision surgery to 'move pocket'. On the day of the surgery, patient did not have protrusion, but showed high impedance (higher than 4000) on every electrode combination. A fracture was visualized by protrusion below the skin. Patient reported recent return of urinary symptoms. No sensory or motor response was detected as result of checking the lead. Doctor decided to remove ins and lead and place a new system on the contralateral side. During lead removal, using normal lead process explanting, lead broke and all 4 electrodes remained in patient. Doctor decided not to try to retrieve the remaining electrodes and proceeded with implant of 3093 lead and 3058 ins in the contralateral side. Patient recovered without sequela.

Manufacturer narrative:
Product ID 3095, serial # (B)(4), product type extension. Product ID 3093-28, lot # j0309459v, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.